Manufacturer narrative:
Additional information: macroscopic and optical inspection identify witness marks and rounded corners on the mas bone screw hex, consistent with hex str ipping. Bone screw fractured at the base of the head. Visually confirmed mas broken. Fracture surface analysis reveals a fairly flat fracture and circular material flow, consistent with torsional overload. Unable to determine root cause of initial event with the available information. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that during a pediatric scolosis case, a screw internal hex failed while being used on a self retaining screw driver. A short rod was used with counter torque to remove and screw shaft snapped. No additional patient complications were reported.